Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a renal artery stenting treatment procedure, lesion crossing and device removal difficulties resulted in surgical intervention. The lesion being treated was 90% stenotic, severely calcified, and eccentric in shape. It measured 19 mm beginning at the proximal renal artery and demonstrated a 45 degree bend. The renal artery was 5 mm in diameter and severely tortuous. The lesion was de novo and was not predilated. The physician reshaped a curve in the express biliary ld 5.0x30x75cm stent before inserting it over the wire into the sheath. It was reported that the stent did not move on the balloon during preparation. The stent delivery system (sds) entered the body once and excessive force was used during its advancement. Upon attempting to cross lesion, the stent would not cross. The physician attempted to remove the stent delivery system, but upon pulling the balloon and stent back into catheter, the stent caught on the sheath and slid off the balloon. The stent remained on the wire and multiple attempts were made to snare the stent. Eventually, the stent was snared, but couldn't be pulled back into the sheath, so an attempt was made remove it directly through the skin. The stent wouldn't come all the way out and remained in the subcutaneous layer. The surgeon then performed a surgical cut down, removed the stent, and repaired the vessel. As this procedure was not successfully completed, the treatment plan for this patient is to "possibly bring her back for another attempt." Patient status is reported as "fine."